Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and reportable malfunctions were noted where foreign material was found on the air/water tube and a burn was found on the plastic distal end cover. However, the identity of the foreign material and a definitive root cause of the reported issues could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the air/water tube of the gastrointestinal videoscope had foreign objects. There was also a burn on the plastic distal end cover. There were no reports of patient involvement.